Event description:
Per the clinic, the patient developed post op bacterial infection and wound dehiscence. On (B)(6) 2026 (specific date not reported); the patient experienced wound discharge. Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2026; and the patient was reimplanted with another cochlear device on the contralateral side during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.